Event description:
During a tibia fracture procedure the surgeon started with a large cannulated drill bit, he placed the 3.2mm guide wire then used the opening reamer. Reportedly the surgeon did not drill deep enough and tried to force the medullary reamer and the medullary reamer broke. The surgeon removed all pieces from the patient. The surgeon then began to drill deeper with the original reamer, he did succeed but when he went to remove the device the large cannulated drill bit broke. No fragments were in the patient. This is the third of three reports for this event.

Manufacturer narrative:
Device was used for treatment. The manufacturing records were reviewed and product conformed to all requirements. No conclusion can be drawn at this time as the device is entering the investigation process.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A manufacturing evaluation was conducted and the report indicates the drill bit was received with damage to the tip of the drill bit and the quick coupling unit was completely broken off. Precision edge manufactured the 12mm cannulated drill bit part number (B)(4), lot number 37859. The drill bit was received with damage to the tip of the drill bit and the quick coupling unit was completely broken off. The dimensions on the coupling area could not be measured due to the damage. The material and hardness were confirmed to be within specifications. The device met all of the incoming inspection criteria when it was received.

Manufacturer narrative:
Device is broken at necked down diameter where 3 flats for jacob-chuck meet ao large quick coupling. Minimal signs of other wear are present. Implant broke through neck near flats and connection to ao large quick coupling geometry. Failure mode is indicative of bending load in excess of material strength. Drill design could include larger diameter neck, larger distance across 3 flats, a different quick coupling, stronger material or possibly improved surface finish property. Therefore design could be changed to prevent or reduce the rate of this incident. Failure can also be caused through inappropriate use or predictable misuse, primarily from a cantilever load delivered by weight of the power equipment.